Event description:
According to the info received from the implant center, the pt returned to the center for their initial device fitting on the morning of 2001. During stimulation, several channels exhibited high impedance readings and were therefore turned off. When stimulation was attempted on the remaining channels, the pt was unable to detect sound but did report severe throat pain. They returned to the center that same afternoon for evaluation by the implanting surgeon. An x-ray was taken which revealed that the electrode array was no longer in the cochlea and had migrated into the eustachian tube. The pt underwent revision surgery on the evening of 2001 to reposition the electrode array. A post-operative x-ray revealed that the array was within the cochlea.